Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient was hospitalized and started a three regimen of antibiotics. There were no additional adverse patient effects reported. This pacemaker remains in service.